Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the red blood cell (rbc) and white blood cell (wbc) baths were overflowing. The baths were not draining because the waste pump was intermittently failing. The fse replaced the waste pump and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that the waste pump was failing. (B)(4).

Event description:
The customer reported a leak inside the coulter ac *t diff 2 analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.